Event description:
A report was received that a patient was having difficulty charging her ipg. After troubleshooting, it was determined that the patient's ipg was dead and could not be brought out of hibernation mode. The patient is scheduled to undergo an ipg replacement procedure at a later scheduled date.